Event description:
A malfunction alarm was reported, but no notable events had occurred prior. It is unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and call back if any issues arise.